Event description:
Customer reported one sars-cov-2 tma run, wl (B)(6), using assay lot 280001 on panther instrument sn (B)(4) which had a high number of low positive samples (~600 rlus). There were 40 suspected false positives out of 76 samples, many coming from pre-surgery patients. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Customer confirmed all samples in question were reported as positive per lab's decision; no associated adverse events were reported.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware issues; they suggested the reagent kit used for the wl in question was contaminated. Hologic product applications specialist (pas) reviewed logs, confirmed the wl in question had many low positive and high negative samples, and concluded the kit was contaminated. Customer cleaned all benchtops and touchpoints, prepared new reagents, and retested low positive samples knowing that they may not repeat. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.